Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the app did not alert for an urgent low alarm. The patient experienced a hypoglycemic event in which the paramedics went to her house for a wellness check because she did not show up for work. When they checked, her blood glucose she was at 27 mg/dl. She realized that her phone/cgm app had not alerted her for the urgent low setting of 55mg/dl. The paramedics administered dextrose and cranberry juice and her condition improved. At the time of report, the patient was doing better. Data was evaluated and the allegation could not be confirmed. The probable cause could not be determined.